Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the product tank was leaking. Additional malfunction include the zip ties for the product tank were replaced, the pe valve was leaking, the zip ties for the pe valve were replaced, and the hose clamp for the pe valve was replaced.